Event description:
Biotronik itrevia model 7 hp-t qp,serial # (B)(4) malfunctioned at about 9pm, shocking me lifting my body off bed, saw white lightning flash felt horse like kick to chest, then again eleven more times in 30 minutes, then ambulance (3 times in ambulance emts afraid to touch me), (B)(6) ER experienced total 22 shocks as per co. Rep interrogation of device upon his arrival, shut off shocker, next day at (B)(6) implant dept with dr. (B)(6) scheduled immediate extraction and replacement of device affected my heart and life in many ways including ptsd. FDA safety report ID # (B)(4).